Event description:
It was indicated that the patient¿s pump had been explanted due to infection. The pump was replaced about ten months later. At the time of report, the device system was used to deliver hydromorphone and bupivacaine; however, it was unknown whether the current drugs were consistent with those at the time of the event. The outcome of the event had yet to be reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).